Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that the endoscopic image was not displayed. Omsc determined that the endoscopic image was not output due to the board failure because the issue was resolved by replacing the failed board. In addition, since no image was output, the operation history could not be checked, and there was no abnormality in the appearance of the failed board, so the exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -there was no abnormality on the exterior of the device. -when the device was connected to the sdi cable maj-1951 and the lcd monitor oev261h of olympus assets and turned on, the video signal was not output. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the device was moved from the operating room to the visitor consultation room and turned on, the sdi video signal was not output. Since the rgb video signal was output, the user successfully completed the intended endoscopy with the device. The device was used in combination with the lcd monitor amm240ed.there was no report of patient injury associated with the event.